Event description:
Info rec'd that pump alarms error code 13.

Manufacturer narrative:
Investigation found that the diode d7 was determined to be leaky and was out of the specification. New pcb board was replaced to solve the issue. (B)(4).